Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user's caregiver reported that the user experienced three episodes of low blood glucose (bg), reaching 53 mg/dl overnight. Each time, the user treated with 4 oz of orange juice, which temporarily increased bg levels before another drop occurred. The user had forgotten to announce a bedtime snack of tortilla chips, leading to extended post-meal hyperglycemia followed by overcorrection and hypoglycemia as the ilet attempted to normalize bg. By the morning, bg readings were 86 mg/dl (fingerstick) and 111 mg/dl on the pump, with a steady trend. The user and caregiver were educated on proper meal announcement behavior and carbohydrate entry consistency to prevent recurrence. No medical intervention occurred.